Event description:
It was reported that the ilet displayed "dosing stopped, connect cgm or enter bg" upon awakening, after which the user had already applied a new dexcom g7 sensor and subsequently observed a bg of 339 mg/dl while being informed that sensor warm-up can take up to 30 minutes; the user had eaten breakfast without announcing it and then announced the meal during the call. Symptoms included no reported clinical symptoms despite hyperglycemia. Outcomes included no need for medical intervention and no hospitalization. Investigation included user guidance on cgm warm-up expectations, confirmation of cgm data appearance, and education to announce meals. Investigation of this case revealed no device malfunction observed during the call and a likely contribution of unannounced carbohydrate intake during sensor warm-up to the elevated bg. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use conditions related to timing of meal announcement and cgm warm-up. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.